Event description:
It was reported that during a review of the recorded episodes on this cardiac resynchronization therapy defibrillator (crt-d), boston scientific technical services (ts) determined that this device delivered two inappropriate shocks for an atrial fibrillation with rapid ventricular response. Programming enhancements were suggested. This device remains in service. No additional adverse patient effects.